Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the pump black box data showed no evidence of a load step malfunction. During testing, the pump successfully performed the ez prime steps with no errors. The pump cover was opened and no defect was found to the force sensor circuit. The complaint was not duplicated during testing. Unrelated to the initial complaint, the battery compartment was cracked.